Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10 it was reported that the cs300 intra-aortic balloon pump (iabp) had a leak in iabp circuit. There was no adverse event reported. Iab circuit leakage alarm during patient use. User confirms that there is no abnormality in the circuit a getinge field service engineer (fse) was dispatched to investigate the issue. To resolve the issue the fse replaced the safety disk (d997-00-0985-06) and drive manifold (d104-00-0018). The overall inspection result is good.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit has a leakage alarm in the iab circuit, was swapped out with another device and treatment was resumed. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b3 . Aware date updated 05/08/2023.